Manufacturer narrative:
(B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk distal stem, lot: unk; part: unk, unk proximal stem, lot: unk; part: unk, unk cup, lot: unk; part: unk, unk liner, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: distal stem: 0001825034-2019-04186; proximal stem: 0001825034-2019-04185; cup: 0001825034-2019-04182; liner: 0001825034-2019-04181.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently the patient has been indicated for revision for an unknown reason. Attempts have been made and no further information has been provided.